Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device jammed during stapling and would not release from the tissue. Unknown how the device was removed from the tissue. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that one ec45a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45m cartridge reload was loaded in the device. The cartridge reload was received fully fired. Two clips were found lodged behind the knife, resulting in the firing mechanism jamming. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. No functional test could be performed due to the condition of the device.